Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased pacing impedance and capture threshold was observed on the right ventricular (rv) lead. The physician elected to monitor the patient at their follow-up. The patient was in stable condition and experienced no adverse consequences.

Event description:
During follow-up, increased pacing impedance and capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The issue was resolved by capping and replacing the rv lead. The patient was in stable condition and experienced no adverse consequences.

Event description:
During follow-up, increased pacing impedance and capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The physician elected to monitor the patient at their follow-up. The patient was in stable condition and experienced no adverse consequences.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and discarded during an unrelated procedure.